Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The customer's quality control (qc) was within range and the instrument's maintenance was current on the day the event occurred. The cse inspected the instrument and found leakage mark showing around the aspirate sample probes 1 and 2 rinse block. The cse replaced the rinsing block assembly and retested successfully. The cse ran precision, resulting satisfactory. The cse ran quality controls (qc), resulting acceptable. Post service follow up indicated the instrument is performing as expected. The cause of the discordant, falsely elevated tni-ultra results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated cardiac troponin (tni-ultra) results were obtained on two patient samples on an advia centaur cp instrument. The initial results were not reported to the physician(s). The samples were repeated on an alternate advia centaur instrument, resulting lower. Sample ID: (B)(6) was repeated on the original advia centaur cp instrument and the result matched the alternate instrument result. The repeated results from the alternate advia centaur instrument were reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely elevated tni-ultra results.

Manufacturer narrative:
The initial MDR 2432235-2017-00589 was filed on (B)(6) 2017. Corrected information (B)(6) 2017): the initial MDR has incorrect manufacturing site address. Section has been updated with the correct manufacturing site address.